Event description:
St. Jude medical technical services received a call from the implantable cardiac defibrillator follow-up nurse at this user facility to inquire about the long charge time on this implantable cardioverter defibrillator. The pt was seen for routine follow-up in 10/1998, at which time the capacitor maintenance charge time was reported as prolonged. The capacitor mainenance interval was reprogrammed from 6 months to 3 months. The pt returned on 2/19/1998 for a routine follow-up. Diagnostics showed that the capacitor maintenance had occurred on 1/7/1999 with another prolonged charge time. It was recommended that the device be removed.